Event description:
Patient's spouse called to report that patient felt a plastic piece in vagina. Reported a four inch small plastic piece was removed. Surgeon was called and he contacted the patient. Spoke with operating room and said it was most likely from the humi uterine manipulator. Spoke with patient. Met them at surgeon's office, and they presented the piece which had been removed. The piece was a segment of the uterine manipulator. Patient instructed to observe for any other changes, signs, or symptoms and to call with any questions or concerns.